Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the fentanyl bag was 0 ml. Upon checking, there appeared to be just under half of the medication still remaining in the bag. There was unknown patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received informing that there was a patient involved. It is unclear whether it has caused harm to the patient as it may have affected her pain management due to the complexity of the situation. The incident happened during attaching a new fentanyl bag. The patient received ongoing pain management via "csci¿s" from the palliative complex care unit until the time she died. The outcome of the event is that the patient has since passed away from her cancer. The patient was also taking other medications for pain management.

Manufacturer narrative:
A1 - patient identifier, a2 - dob, a3a - sex, a4 - weight, a4 - weight units (patient), b5 - describe event or problem, b6 - relevant test/laboratory data, b7 - other relevant history: additional information.